Event description:
In 2004, the reporter contacted lfs on their behalf alleging that their one touch ultra meter was prompting the apply sample message. The senior medical affairs specialist spoke with the reporter in 2004. The pt had purchased the meter one month ago. The pt had been unable to obtain a blood glucose reading due to the consistent apply sample message. They were advised to go to the ER to have their glucose level tested, as needed. On two separate dates, the pt had been feeling shaky, unable to recognize their family, and unresponsive. The paramedics were contacted on both occasions. The pt's family and the emergency medical technician had attempted to test with the meter on both occasions; however, the meter had prompted the apply sample message. The emergency medical technician meter had read 34 mg/dl during the first incident and a 31 mg/dl on the second incident. They were transported to the ER, where they were treated for hypoglycemia. The reporter could not recall the results obtained at the ER. During the time of concern, the pt had maintained their insulin and oral medication regimen. The reporter could not specify the insulin and oral medication names or dosages. The pt does not suffer from any other health conditions. The customer service rep walked the reporter through a retest, using a new test strip and sufficient size and the meter prompted the apply sample message. The csr was unable to complete troubleshooting, as the pt did not have a new vial of test strips. Therefore, it is unk if the malfunction was due to the meter or the test strips. Based on the info suppled, there is an indication that the product meets the criteria for a medical device reportable. There is info to suggest that the pt experienced injury and medical intervention due to the meter. The meter, test strips, and control solution were replaced.